Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information indicates the ipg was explanted and replaced. Therapy has been restored postoperatively.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient received an end of life message on their patient controller. A filed representative met with the patient and attempted to connect to the ipg with the clinician programmer. The clinician programmer showed the same message. Due to this issue, the patient may undergo surgical intervention.